Manufacturer narrative:
Isi has not received the harmonic ace curved shears instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, a fragment from the harmonic ace curved shears instrument fell inside the patient. The fragment was retrieved, however, at this time it is unknown what caused the fragment to fall inside the patient.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the tip of the harmonic ace curved shears instrument fell inside the patient. The broken fragment was retrieved without. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the or manager and confirmed that the instrument was inspected prior to use. The harmonic ace curved shears instrument was used for roughly ten minutes. A da vinci tenaculum forceps instrument was also used with the harmonic ace curved shears . The harmonic ace curved shears did not collide with any other instrument and was not in contact with hard material. The instrument was removed during the procedure with the wrist straightened prior to removal. A laparoscopic grasper was used to retrieve the fragment. No complications occurred.